Event description:
The physician attempted to cross a chronic total occlusion (cto) at the mid-sfa. Left femoral access then up and around to the right leg with a 7fr 45 cm sheath. The cto was located at the right mid sfa. The physician advanced the nitrex down to the cto inside a catheter. While pushing and pulling with wire and the catheter, trying to get through the calcified area in the sfa, the wire broke inside the sheath 5cm from distal part of sheath. The wire was in the patient from the cto to the sheath. The physician attempted to snare the wire inside the sheath but the snare would not fully deploy inside the sheath because the sheath was too small. The physician then inserted a stiff wire into the sheath down to the cto, followed by a 6x40 balloon. The physician inflated the balloon at the distal part of sheath trapping the nitrex between the balloon and the sheath. He then pulled the sheath out with the evercross still inflated so the nitrex would also come out with it. It worked perfectly. Because the stiff wire was still near the cto, they were able to insert another sheath and continue the case. The nitrex was recovered successfully without any injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.